Manufacturer narrative:
An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed due to unspecified reasons. A new ams700 18cm cx device and 65ml reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed due to unspecified reasons. A new ams700 18cm cx device and 65ml reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.